Event description:
Procedure was a diagnostic laparoscopy for fulguration of endometriosis. When the instrument was removed during surgery, one of the two cones remained in the pt. The user/facility was unaware the incident had occurred and discharged the pt. The piece passed from the pt's body and the pt returned to the hospital's ER. Follow-up call, the user/facility. Pt was seen in the clinic a week in august and appears to be doing fine. At this time there does not seem to be any complications or infection. The instrument is being returned for investigation; however, the pt is retaining the cone.